Manufacturer narrative:
A picture was returned showing what appears to be a leak coming from the filter vent on the piercing pin assembly of the set. Additionally received one used list# 123390488 primary plum set attached to a spike bag with purple lock. As received no damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of filter vent leakage can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Event description:
It was reported that the plum set had a leaking issue. The reporter stated, "after the third-day drug infusion, there were leaks observed from the drip chamber filter". The event occurred during the infusion of etoposide. A concomitant drug was used. There was patient involvement, no patient harm and there was no delay in critical therapy.